Manufacturer narrative:
Concomitant product: ddbb1d4 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds. The patient elected not to have the lead repositioned or replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.